Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was unknown at the time of the alarm, but the most recent blood glucose reading was 119 mg/dl. The customer stated that she was unable to troubleshoot for the issue because the alarm had been resolved previously. She expressed concern that the issue was related to the insulin pump and was advised that the alarm normally indicated an issue with the infusion sets or reservoirs. She was advised to call if the issue recurred. Nothing further reported.